Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained while applying pressure to the device can. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed a mechanical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained while applying pressure to the device can. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed a mechanical test performed. The scanning electron microscopy analysis revealed a slight separation between the gold pad and the conductive epoxy joint at the feedthru pin connection on some pins. The impedance measurement across a pin did not reveal any increased impedance. However, the impedance measurement across another pin was elevated. The reported complaint of intermittent malfunction with the device was verified during this analysis. The device was received with an epoxy joint separation at the feedthru pin-to-substrate connection. Advanced bionics will continue to monitor for failure modes of this type, and will implement corrective action if necessary. This is the final report.